Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was somewhat unresponsive. There was no reported impact to customer¿s blood glucose level. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.

Manufacturer narrative:
Additional information was received from the customer stating that issue had been occurring since customer received the pump. Multiple wake button presses were required to activate the pump screen. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.